Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation; however, during the first inflation at 10 atmospheres after 3 seconds, the balloon ruptured. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation; however, during the first inflation at 10 atmospheres after 3 seconds, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the device. Microscopic examination revealed a pinhole 9mm from the tip. There is blood present in the inflation lumen and balloon. The balloon is loosely folded. There is no indication the device was inflated over rated burst pressure. Inspection of the remainder of the device presented no other damage or irregularities.